Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by the perfusionist that they had another centrimag that they were unable to increase the rpm settings on. The console alarmed and would not respond. The staff tried to problem solve over the phone unsuccessfully - both the console and motor were changed out and will be returned to the manufacturer for evaluation. Patient was stable and did not suffer any adverse consequences. M5 - set pump speed not reached was observed. No further information was provided.

Manufacturer narrative:
Section d3, g2: correction.

Manufacturer narrative:
The report of inability to increase speed of a centrimag system was confirmed and reproduced during the investigation of the returned centrimag motor and primary console. A data log file was retrieved from the centrimag primary console. Per the log file, the system was started at approximately 1400 hours on (B)(6) 2019 and remained in use until approximately 0100 hours on (B)(6) 2019. During operation pump speed was adjusted multiple times. However, every time speed was set above 4700rpm the set speed could not be reached and the console alarmed with a "m5: pump speed not reached" alarm. When speed was set to or below 4700rpm, the system responded as designed. These events were consistent with reported information. The log file did not capture any atypical drops in pump speed or pump stop events. Testing of the returned motor's cable revealed an intermittent open connection in the current bearing drive phase b1 (ib-/ib+ lines) when the motor cable was manipulated adjacent to the motor housing bend relief. This open appeared to be a result of conductor breakdown due to repetitive bending or twisting of the motor's cable during use. This damage is consistent with the events captured in the log file, as increased resistance in the cable can prevent the motor from operating at its full capacity. The defective motor was scrapped. Reports of similar issues related to conductor breakdown in the motor have been documented and corrective action has been initiated to investigate the issue further. Reports of similar events will continue to be tracked and monitored. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.